Event description:
It was reported that the patient experienced a cerebral vascular accident. On (B)(6) 2021 a left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. There were no complications that were reported to have occurred. On (B)(6) 2021 the patient present to the hospital with right hand heaviness. Magnetic resonance imaging revealed that the patient had experienced a cerebral vascular accident. Transesophageal echocardiogram(tee) imaging showed that there was no device related thrombus and a less than 1mm leak around the device. The patient will remain on anticoagulation and will be coming back for routine 45 day tee procedures. The patient has since been discharged from the hospital with no right hand heaviness and no other lasting symptoms. The cause is unclear, but the suspicion of the stroke is from atheroma in the aorta. The atheroma was noted in the aorta at time of implant and the patient has a history of strokes prior to the watchman device implantation.